Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, fecal incontinence. It was reported that the previous night they were attempting to charge. The recharger was stinging where they had the recharger but it wasn't constant. The patient would feel it as they tried to move the recharger to connect. Then the recharger would connect but not stay. The recharger would connect for a couple seconds and then disconnect. The charger made a different sound. The recharger power light lit up orange and stayed on. At first the patient was charging on the skin and then they pulled down their thin shirt. When charging over the shirt they didn't feel the stinging much. The patient said they noticed the therapy was off. The patient said not long ago the stimulator didn't physically feel the same. The patient went to the doctor in regard to how the stimulator felt. The healthcare provider didn't feel the stimulator had moved. The patient said they had lost weight. The agent walked the patient through how to charge and use the recharging application. The patient said they had never used the application. The patient had 30% charge, excellent connection, and therapy off. The agent instructed the patient once they were done charging to turn therapy back on. The agent reported that the ins site was healed and that the patient was not in the recharging application. They were charging without the application.

Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# unknown product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.